Event description:
It was reported that the insulin pump had an unresponsive up arrow button. The caller did not know the blood glucose reading. The customer stated that she had been changing her infusion set a day or two prior to the call and had cracked the reservoir compartment while inserting the reservoir. No other significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a broken reservoir tube lip, a cracked case at the display window corners, cracked case at the reservoir tube window corners, cracked battery tube threads, minor scratches on the display window and a missing end cap sticker.